Event description:
The complainant alleged that during pt set-up, the device constantly cycled power on and off. The complainant did not indicate if there was an adverse effect to the pt as a result of the reported malfunction.